Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the disconnection of the charge coupled device (ccd) cable due to the kink of the ccd cable. There is possibility that the kink of the ccd cable was caused by stress during assembly and repair or external factors such as handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus repair center disassembled the device and found that charge coupled device (ccd) cable was kinked. Olympus also reviewed the working process related to assembling the ccd cable, but no deviation was found. There is possibility that the reported event was caused by the disconnection of the ccd cable. If additional information becomes available, this report will be supplemented.

Event description:
When the bending section of the subject device was angulated, the screen became black and no endoscopic image was displayed. There was no report of patient injury associated with this event.